Manufacturer narrative:
An event regarding malposition involving a triathlon femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the components were not returned. -medical records received and evaluation: medical review indicates that: femoral component malposition in excessive flexion has caused issues with pain as a consequence of limitations in optimal extension of the knee as well as derangement in the anterior knee compartment. The surgeon is responsible for optimal component position. This pi case is not device-related. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the medical review provided femoral component malposition in excessive flexion has caused issues with pain as a consequence of limitations in optimal extension of the knee as well as derangement in the anterior knee compartment. The surgeon is responsible for optimal component position. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient complained of pain from her knee area primarily in the femoral area. Dr. Elected to revise her femoral component. X-ray showed component in slight flexion. The cementless component was removed and showed some moderate ingrowth. Dr. Replaced femoral component with a stemmed cemented design.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient complained of pain from her knee area primarily in the femoral area. Dr elected to revise her femoral component. X-ray showed component in slight flexion. The cementless component was removed and showed some moderate ingrowth. Dr replaced femoral component with a stemmed cemented design.